Event description:
It was reported that after an arterial catheterization, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, a suture malfunction occurred. The device was removed and another vessel closure device was used to achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported suture malfunction was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.